Event description:
During coil embolization of an anterior communicating artery aneurysm, while positioning the orbit coil (637hf0206/ 15831531), it was noted that strong resistance occurred when the coil advanced in the unspecified microcatheter. The surgeon removed the coil and noted it was stretched. He removed the coil with the microcatheter so the coil could be completely removed, and changed to a new coil to complete the procedure using the same microcatheter. A continuous flush had been maintained through the microcatheter. There was no report of patient injury, and no clinically significant delay in the procedure. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during coil embolization of an anterior communicating artery aneurysm, while positioning the orbit coil (637hf0206/ 15831531), it was noted that strong resistance occurred when the coil advanced in the unspecified microcatheter. The surgeon removed the coil and noted it was stretched. He removed the coil with the microcatheter so the coil could be completely removed, and changed to a new coil to complete the procedure using the same microcatheter. A continuous flush had been maintained through the microcatheter. There was no report of patient injury, and no clinically significant delay in the procedure. The device will be returned for analysis. The device was returned for analysis. A non-sterile orbit helical fill 2x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received unzipped without damage. Part of the gripper and part of the embolic coil were found stuck inside of the introducer. No damages were noted on the support coil. The gripper was found with wave condition while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found with wave condition and residues of dry blood can be observed on it while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to several kinks found on the hypotube, as well as for the condition of the received unit (part of gripper and the support coil were found outside of the introducer from the proximal. A review of the manufacturing documentation associated with this lot 15831531 presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the coil and microcatheter could not be evaluated due to the gripper and the support coil being outside of the introducer from the proximal end. The coil stretch was confirmed. The cause of the stretched condition on the embolic coil and the damages found on the device were apparently caused by applying excessive force on the device, but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Additionally inspections are in place that prevents this kind of failure leaving from the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, therefore no corrective action will be taken at this time.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.